Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device would not staple. Another cartridge was used to successfully complete the procedure. There were no adverse consequences to the patient.